Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot m163840 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m163840, test base part number 190-430 / lot m163840. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163840 showed that the complaint rate is 0.002% abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021 direct tested on a nasopharyngeal swab floqswabs (copan (B)(4)). Repeat testing was not performed, antigen test (lamp method) was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed patient was quarantined at home.